Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the scroll bar is moving without input from the customer. The blood glucose reading is 133 mg/dl. Customer stated that the time display does not change. Nothing further reported.